Event description:
The patient had been discharged from their clinic in 12/2005 and failed to find another physician. The patient had a history of non compliance. On 02/17/2006, the patient returned to the clinic experiencing withdrawal symptoms and had the pump refilled. The patient recovered without sequela and is now seeing another hcp.